Event description:
It was reported that the patient experienced syncope due to noise resulting in oversensing and pacing inhibition on the right ventricular (rv) lead. Additionally, inadequate capture was noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, no anomalies were visually observed and no diagnostic imaging was performed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.